Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed due to unavailable sample. The root cause is that the patient disconnected a solution bag during therapy. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice (hc). The hp stated she was not connected to the hc. The hp stated she had disconnected the heater line from the bag. The baxter technical service representative (tsr) explained the bag setup to the hp and assisted the hp in ending therapy. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention.